Event description:
It was reported per email (medwatch report #mw5105682, report date: (B)(6) 2021). Spontaneous. Patient reporting cassette malfunction. Pt stated that she has been off her infusion for about an hour at this point, trying to trouble shoot her pump; "no disposable: pump won't run" error message was displayed on the screen. Tried using a new mix/ new cassette/ new tubing and switching the cassette from one pump to the other but kept getting the same error message. Was able to get the infusion going again. (1/2, reference (B)(4) for related complaints documenting incident#1).

Manufacturer narrative:
A1-3) patient information was provided and updated in the patient information section of this report.